Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and black debris was found on the small cap side on the pump manifold assembly. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause for the reported issue was isolated to a shredded linkage arm ball bearing on the small cap side of the pump. The pump manifold assembly was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator was making a funny noise. There was no patient involvement at the time of the reported condition